Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to wear and tear.

Event description:
It was reported on 10/15/2021 by a facility representative via sems that an ar-6482 remote cable is fraying, exposing the wiring. This was discovered during a case with no patient harm.